Event description:
Pt presented with pain to the knee. Patella insert found to be fractured.

Manufacturer narrative:
Following receipt of incident reports relating to the failed patella, asdm has re-designed the patella component to include a central circular recess (to act as a key-in point for the bone cement) and increase the fillet radius between the peg and the base which has removed the overhang artefact. All patellas (not implanted) within the field have been replaced with the new design. Surgeons have been informed of the potential risks with the old design of the patella via product notification sent in (B)(4) 2012. Following receipt of final investigation report, further info was disseminated to surgeons in (B)(4) 2012 by way of product notification.